Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+2,5; cat # 6570-0-536; lot # 93121505. 21mm mod rev hip bdy/blt +10mmcomponent level 9006-1-121; cat # 6276-1-121; lot # 82874601 md vit slv and 2.0mm homog cbl; cat # 6704-0-510; lot # 92589501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a restoration modular stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not available.

Event description:
Patient had an index right tha on (B)(6) 2022. The patient develops pji requiring a right tha revision on (B)(6) 2022. All components were exchanged. Reported as cors per 11001hip. The patient requires a second right tha revision due to persistent pji. All components were exchanged.